Event description:
It was reported from the (B)(4) that the patient presented to the emergency room (ER) reporting symptoms of intermittent chest thumping. It was also reported that diagnostic testing was able to reproduced diaphragmatic stimulation. Therefore the left ventricular (lv) lead output was reduced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.